Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for hyperglycemia with diabetic ketoacidosis associated with a keypad button response issue. The patient reportedly experienced blood glucose (bg) over 500mg/dl with large ketones, extreme drowsiness, nausea, vomiting, and dehydration. The patient was reportedly taken to the emergency room and admitted to the hospital, where the patient was reportedly treated with insulin injections. The patient reportedly discontinued insulin pump therapy. The reporter stated that the up arrow, down arrow, and ok keypad buttons were under-responsive, which resulted in an under-delivery of insulin. Subsequent to the button response issue, the keypad cover reportedly became damaged. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a keypad button response issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be torn around the up and down arrow keypad buttons. All keypad buttons were found to be intermittently responsive. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The keypad cover was removed and contamination was found under all the key contacts. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the display screen was found to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.